Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. All buttons functioning properly. No moisture or damage or unlocked lcd keypad connector during visual inspection noted. Device back light function properly and no anomaly noted. Device was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device had minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, cracked case at display window corners and stained address number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 287 mg/dl. The customer was assisted with the troubleshooting. The customer stated that the display did not return. The insulin pump will be returned for the analysis.